Event description:
It was reported that the customer was hospitalized due to a virus. The blood glucose was over 1200mg/dl. The caller was treated and once he was stable he left the hospital. The father stated that the insulin pump did show no signs of malfunctioning. Initially he called because he though he has lost the quick serter while he was hospitalized, but while on the phone he had found it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.